Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate that during an unknown procedure the electrode showed defect in ceramic part when surgery was almost completed. No parts fell off, no harm to patient. Generator showed unknown error message.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: the complaint device was received and evaluated. Saline residue was visible in the suction tube, indicating the device was used. Under magnification it was observed that the active tip had a melted manifold between the 6 o'clock to 9 o'clock position, indicating a spark did occur on the active tip, confirming this complaint. No functional testing was conducted to avoid further damage to the electrode and damaging test equipment. Relevant actions were taken to address the issue. The likely root cause has been identified as small gaps or low application of the epotek adhesive creating a weak dielectric barrier between the active tip and the surrounding ceramic head, resulting in the failure of melting/burnt ceramic head material. This lot of product was manufactured after implementation of corrective actions. A manufacturing record evaluation was performed for the finished device lot and product number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.